Event description:
It was reported the ultrasound gastrovideoscope had foreign material exiting from the scope channel and there were tears on the pink rubber. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: leak from instrument channel; crack on bending section cover or distal sheath rubber forceps passage -no pass, brush stuck; shadow on echo line; flooding to control body; probe insulation test failed; flooding to ultrasound medical device connector; and control knob has play. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The reported foreign material was not confirmed during examination. However, during investigation, olympus confirmed that there was a leak at forceps channel which may have made user reprocessing more difficult to complete. During examination, the device was found to have a torn ultrasound probe and had missing adhesive. A definitive root cause for the damage could not be determined. The following sections of the device instructions describe the reprocessing procedure. These instructions may prevent the damage observed: chapter 6 "compatible reprocessing methods and chemical agents". Chapter 7 "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.